Manufacturer narrative:
The products were not returned to medtronic ps medical. Therefore, we were unable to confirm or conclusively determine the cause of the reported complaint. The mfg records for the products could not be reviewed as no lot numbers were available.

Event description:
Disconnection of the snap assembly due to occlusion of the button valve.